Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, crease/folding of implant, lump/nodule, seroma-late and lymphadenopathy was received on april 08, 2025, with lot number 1579446. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ crease/folding of implant: observed. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side "nodule", "with a periprosthetic collection", "axillary lymph nodes with a maximum diameter of 7x3 mm", "fibroadenosis", "delamination", "invaginations", and rupture confirmed via MRI and ultrasound. Device has been explanted.

Manufacturer narrative:
Continued: e.1. State: (B)(6), zip code: (B)(6), phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy and seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late and rupture.

Event description:
Healthcare professional reported lymphadenopathy, seroma-late and rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of crease/fold was not observed. The events of lymphadenopathy, seroma, and lump/nodule are all physiological complications and are unable to be observed.

Event description:
Healthcare professional reported right side lymphadenopathy, seroma-late and rupture. The device has been explanted.